Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the proximal to mid left anterior descending artery (lad). After a 6f 3.5mm non-bsc guide catheter was engaged and a 0.014 non-bsc guide wire crossed the lesion, pre-dilatation was performed using a 2.5x12 non-bsc balloon catheter. A 2.75 x 32 synergy¿ drug-eluting stent was deployed to treat the lesion and was post-dilated using a 2.75x8 non-bsc balloon catheter at 18 atmospheres. However, upon check angiogram, a flow limiting dissection was noted in the distal part of the stented area. Subsequently, a 2.75 x 16 synergy¿ drug-eluting stent was deployed in the dissected area and was post-dilated using a 2.75x8 non-bsc balloon catheter. Final angiogram revealed timi 3 flow and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient was then transferred to the intensive care unit.